Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer getting into swimming pool with insulin pump attached. It was reported that as a result, insulin pump received a button error alarm. Customer's blood glucose was 9.7 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No unexpected button error alarms noted. Constant alarms during rewind due to corrosion on all electronic assemblies noted. The insulin pump had corroded motor home switch noted. Unable to perform displacement test due to constant alarms. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.